Event description:
Allegedly breakage of the head.

Manufacturer narrative:
Investigation is not complete. Additional info has been requested. Event device code is addressed in the package insert. This report will be amended when the investigation is complete. This component was manufactured in another country and the event occurred in a third country. This is the same event as 3003379990-2006-00064.